Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the receptor became stuck at a 20 degree angle. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Unfortunately the investigation did not show a clear result as the operator was able to return the system back to operation and the error did not recur. The customer stated that he was able to manually rotate the fd back to alignment and the system has been functional since. It could not be determined retrospectively why the fd could not be rotated and electrically driven. According to the logfile, the system wanted to spin the fd and realized that it wasn't working. One possible reason for this could be that something had jammed during the fd rotation and had been released with manual assistance by the operator. As the issue did not reoccur, a malfunction of the motor is very unlikely. A possible general fault has not been discovered by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.